Event description:
The customer's care provider called reporting the customer's precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer, that the results were not correct.

Manufacturer narrative:
Complaint not confirmed. Meter settings have been modified from time 1:01 pm to current time 9:01 am. The date was current on the meter. After 24 hours, meter was able to retain all modified settings. Meter is working within specification. Customers and retailers have been informed through the fa21dec2006 letter.